Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial#: (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient, regarding patient's implantable neurostimulator (in)s. It was reported that patient noticed stimulation turns off through the years too, caller did not remember the event dates. Patient thought ins knows when their body needs it or not. Patients ins no longer works which is fine for the patient. Patient is competent. It as been many years and patient's body has changed. No further complications were reported.